Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: pt was implanted with lcp 13-hole plate and screw construct on (B)(6) 2012 for a left femur fracture. X-rays taken on (B)(6) 2012 revealed clear breakage of the femoral plate close to the fracture line at the proximal third of the left femur. Following a fall of the pt and the consequent "breakage of the left femur plate previously implanted for a femur fracture", pt was returned to the operating room on an unk date for removal of hardware. Surgeon removed the broken plate and pt was revised with reduction of the fracture, a new plate with bone graft obtained from an intact bone of the pt to speed up the fracture healing. This is #2 of 2 reports for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-2. No product fault could be detected. Based on the provided details we are not able to determine the exact cause of this occurrence.

Manufacturer narrative:
Device was used for treatment. Multiple devices were received and we are unable to determine which of the returned devices may have caused or contributed to plate breakage. Reported parts and lots are as follows: part 417.080, lot 2207584; part 413.340, lot 2464322; part 413.338, lot 2207181; part 413.338, lot 2605455; part 413.346, lot 2428343; part 413.340, lot 2557083; part 413.338, lot 2399830.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.